Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During the first 30 minutes of a routine hemodialysis treatment, it was reported that a high venous pressure alarm occurred. The operator unsuccessfully attempted to flush the filter with saline. Treatment was terminated without rinseback as the blood in the cartridge circuit was determined to have clotted, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The returned cartridge was examined and no problems were found. The reported blood loss has been attributed to access flow issues. During a follow up call, the facility informed nxstage that the pt's catheter was experiencing access flow issues at the time of the event, which resulted in the clotted cartridge circuit. The cycler alarmed appropriately. There is no evidence of a device malfunction. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage considers this report closed.